Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances. The impedances were greater than 3000 ohms. In addition, the lv lead also exhibited loss of capture (loc). The loc did not result in greater than 2 seconds of asystole. At this time, the lv lead remains in service and the patient will be monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated an x-ray was performed which revealed the lead was fractured. This lv lead was explanted and replaced with a competitor's product. No additional adverse patient effects were reported.